Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager needed to be moved to a different refrigerator to replace a broken refrigerator. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system needed to be moved to a new refrigerator to replace a broken one. A field service engineer removed remote manager from the defective refrigerator and provided to the pharmacy manager and facilities then placed a new refrigerator in the medication room. The smart remote manager was connected to the medication station, the settings were copied, and proper operation was verified to resolve the issue. The system functioned as intended after the field service engineer repaired the device.